Manufacturer narrative:
Date of death - estimated as the date of death known to be (B)(6) 2007. Date of event - estimated as the date of stroke known as being in (B)(6) 2007. Implant date - estimated as the date of the implant procedure was noted in (B)(6) 2007.

Event description:
It was reported via social media that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient experienced a cerebral vascular accident (cva) during the procedure. The patient agreed to take part in this clinical trial as they did not want to take warfarin. The patient lived in a nursing home after this event and passed away in (B)(6) 2007.